Event description:
Information received from FDA medwatch program. Contacted patient who reported inserting an acuvue advance contact lens and reported comfort was good on first day of wear. Lenses were reportedly removed and disinfected with complete solution from a new bottle. When inserted the following morning, the patient reported immediate pain in the right eye. The patient reportedly removed the lens and had continued pain and light sensitivity. The patient was seen by general practitioner who prescribed oral augmentin. Patient reported the right eye did not improve for 2 days and sought treatment from an optometrist. The optometrist referred the patient to an ophthalmologist. A copy of the medical record was received from the ophthalmologist. The patient was initially seen in 2006, the patient's va was 20/200 with correction. The patient was taking augmentin and ibuprofen at that time. The patient had a central corneal ulcer with iritis. The patient was prescribed vigamox bid. The patient was noted to have significant right eye pain. The note the following day notes the patient had a 4 mm central corneal ulcer with a depressed central area, a descemetocele and hypopyon. Anterior chamber had "deep, hazy view." Doctor's note states: "dense central vision threatening ulcer od." It was noted the patient worked as a veterinary tech. The patient's symptoms worsened over last 24 hours. The patient was referred to the hospital and was told to bring lens case for possible culture. One days later, the patient was treated with fortified vancomycin and fortified tobramycin alternating every 1/2 hour. The patient was also given atropine drops. Note six days later, indicates patient is responding to fortified antibiotics. Cultures negative at this time. The patient was told would probably need a corneal transplant. Fifteen days later, the fortified antibiotics were discontinued and patient prescribed vigamox eye drops and ciloxan ointment. In 2007, the patient started zylet drops qid. In 2006, zylet was discontinued and patient started on econppred 1% and tobrex. Note indicates the scar is "almost through and through". The notes received cover treatment through 2007. Over that period, the patient was treated with restasis and systane for dry eyes ou. Ciprofloxacin, tobradex, xibrom, and lotemax. The patient's visual acuity in january 2007 was 20/100 in the right eye with correction. The patient was still complaining of sensitivity to light and discomfort in the right eye. The patient has not yet had a corneal transplant. The lot history review indicates the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Product was requested for evaluation, but has not been received at this time.